Manufacturer narrative:
The pump was received with a blank display due to a faulty lcd driver board. Unable to perform the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power, operating currents, excessive no delivery or self tests due to the blank display. The pump was also received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that all icons are flashing on the pump. The customer stated that when the buttons are pressed, they appear on the screen. The customer changed the batteries and the issue still persisted. The customer will send the pump back for analysis.